Event description:
It was reported that the right ventricular lead had increasing impedance and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was also noted that the distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, the helix was distorted/bent, and there was blood in/on the helix mechanism and sleevehead. The analyst also noted that the lead appears to have been implanted with a bend in it at the fracture site. The lead was returned with a damaged helix.